Event description:
Four weeks following use of infusion pump for pain relief post-c section, patient returned to the doctor's office and indicated that they felt something just under their skin, on the incision site. No pain or discomfort was expressed. Doctor examined patient and thought it was likely a scar formation that would go away and sent patient home. Two weeks later patient noticed that it was not going away and returned to doctor's office for follow-up. Doctor made a slight incision and extracted 19" of soaker catheter from patient.